Event description:
A consumer reports experiencing a burning sensation, swelling, irritation, pain, and decreased vision in both eyes (left eye less than right eye) with use of an expired bottle of this product. She states that her contact lenses bonded to her eyes and her ophthalmologist pulled them off with an instrument, flushed her eyes, and treated her with ocular antibiotics. She reports her symptoms have resolved. Additional information was received from the consumer. She provided a copy of her medical records from the ophthalmologist's office, which state that the ophthalmologist diagnosed her with a "chemical burn" on her right eye. Ophthalmologist's notes also state that the symptoms have resolved and the patient is doing well.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Product is expired. Batch records were reviewed for lot 118759f and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. Two similar reports for lot 118759f have been received. Additional information was requested on 07/08/2008, 07/18/2008, 07/24/2008, and 07/31/2008 and received on 07/31/2008.